Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 34-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced a low pump flow due to a possible clot. The medical team was concerned for decreased perfusion to right arm and the hand specialist team and ortho consulted and present. Decision was made to perform right arm fasciotomy in cath lab at the same time left heart catheterization (arterial catheterization) is performed. During the fasciotomy performed large hematoma and muscle death noted. No distal flow past right iliac was found on angio. Family made decision to withdraw care after evidence of multiple brain clots and poor prognosis.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The root cause of the thrombus and high purge pressure could not be determined as insufficient clinical details were provided. The root cause of the limb ischemic reversible issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.